Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22065944 . Medical device expiration date: 17-jun-2025. Device manufacture date: 14-jun-2022. Medical device lot #: 22065904. Medical device expiration date: 14-jun-2025. Device manufacture date: 13-jun-2022. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris pump module smartsite low sorbing infusion sets experienced leakage. The following information was provided by the initial reporter: leak was discovered during infusion at the y-site port closest to the patient.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 24600-0007 lot numbers 22065944 there were no quality notifications issued for the failure mode reported by the customer during the build of these sets. H3 other text : see h10.

Event description:
It was reported that 2 bd alaris pump module smartsite low sorbing infusion sets experienced leakage. The following information was provided by the initial reporter: leak was discovered during infusion at the y-site port closest to the patient.